Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarms were noted. The pump passed the self test, unexpected restart and all operating currents measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's mother that the insulin pump is alarming and not delivering insulin. The insulin pump alarmed motor failure. The customer's blood glucose was over 500mg/dl and treated with pump and manual shot. The insulin pump alarmed no delivery and motor error. The customer was advised to discontinue use of the pump and revert to back up plan.